Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an other procedure, the needle broke. An x-ray performed for the express purpose of locating the needle, or confirming that all pieces were located to complete the case. There was a time loss of about ninety minutes because they were looking for the needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.